Event description:
It was reported that during a total knee surgery, two blades broke at the mount. It was also reported that no broken pieces were found in the patient and procedure was completed.

Manufacturer narrative:
The blades subject to this MDR has not been returned to manufacturer for evaluation as yet.